Event description:
It was reported that outside of surgery, the unit has a faulty lever/safety switch. It powers up but intermittently loses power while the power button is pressed, and the issue continues even after the button is released. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in south africa.